Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 100ml of fluid in the bladder. Visual inspection confirmed a leak at the fill port when the fill port cap was removed. Further examination found an approximately 1.8 mm acrylic particle trapped under the checkband. A batch review will be performed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Event description:
It was reported that leak was observed from the fill port of a large volume infusor during storage. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13n029 was manufactured december 4, 2013- december 5, 2013. Evaluation summary: fourier transform infrared (ftir) spectroscopy identified that the particle was acrylic material. The leak was caused by the particle trapped under the checkband. The cause of the acrylic particle being under the checkband was not able to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.